Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had lines that blocked graphics and text. There was no impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.